Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized and was treated with unspecified antibiotics (dose, routes, duration and frequencies) for the event. The patient was discharged the same day as hospital admission. At the time of this report, the patient was recovering from the event, specified as "feeling better". Action taken with pd therapy was not reported. No additional information was available.